Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter produced an inaccurate result. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr. The patient advised the csr that on (B)(6) 2019, he obtained an alleged inaccurate result of ¿332 mg/dl¿ on the lifescan meter. The patient did not specify what he had compared the alleged inaccurate result to, or whether he considered it to be inaccurately high or low. The patient explained that he manages his diabetes with self-adjusted insulin doses (unspecified type). He confirmed that he followed his usual diabetes management routine in response to the alleged inaccurate reading, but could not specify the dose of insulin he was given. The patient informed the csr that he experienced symptoms of ¿dizzy and almost fainting¿ after the alleged product issue began. He explained that he went to hospital and was treated by a healthcare professional with a glucagon injection. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used at the time of testing. The csr was unable to confirm that the test strips had been stored correctly and was unable to perform a control solution test. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion after he was given an inappropriate dose of insulin based on the inaccurate reading obtained on the subject meter.